Event description:
Patient reported 2 needles from previous shipment broke. No missed dose or adverse event reported unknown if patient has broken needles on hand for possible return. No further information. Reported to (B)(6) by pt/caregiver. Reference report: mw5146957.